Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported the device was replaced with similar model from spare current fleet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported the display will go blank during use on a patient on the avea ventilator. At this time, there is no information regarding patient harm associated with the reported event